Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a local (non-vantive) engineer. No further information was provided. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour into continuous renal replacement therapy (crrt) using a prismaflex control unit, an alarm condition related to communication error was reportedly generated and, the machine stopped functioning. The extracorporeal (ec) blood was not returned to the patient. The patient allegedly experienced a sudden drop in blood pressure and was administered a blood transfusion in conjunction with vasopressor medication. No additional information is available.